Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device recorded a polarity switch on the atrial and ventricular leads due to risen impedance measurements. Follow-up with the clinic confirmed that the patient had rotator cuff surgery which produced noise on both leads. Reprogramming was performed back to bipolar polarity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.